Event description:
Related manufacturer report number: 2017865-2022-12791. During a remote follow-up, noise resulting in oversensing and noise reversion was observed on the right atrial (ra) lead. Additionally, it was reported that noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition. Additionally, the physician suspects the noise may be related to the last device replacement procedure.

Event description:
Additional information received indicated the physician suspected the cause of the event to be lead damage. An x-ray was performed, and no lead damage was observed.